Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an "er2" message. Per the onetouch ultralink owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 10:00pm. The cca was advised by the patient that she manages her diabetes with the insulin pump and at an unspecified time on the same day, took more food/drink in response to the reported issue. On (B)(6) 2011 at 1:00pm, the patient claimed to have developed symptoms of "double vision" and immediately self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct type of test strips and the proper testing procedures as recommended per the owner's booklet; however the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and medical treatment was received after the alleged issue began. In addition, the reported issue with the subject meter remains unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.